Event description:
No injury to the patient was reported.

Manufacturer narrative:
Forty boxes were returned for evaluation. Visual examination found no defects or damage. No abnormalities were observed under 7x magnification. Lubrication check was satisfactory. Needles were pressurized to one psi and observed for leakage or cracking. None was observed. Manufacturing evaluated aportion of the returned samples at 10x and 50x magnification. The welds were completely sound. Lot history record was unremarkable with regard to the complaint. Possible user technique causes for the reported problem were forwarded to the customer. This appears to be an isolated (possibly user induced) event.